Manufacturer narrative:
The customer's qc results for the previous 30 days were all within the customer's established ranges. A field service engineer (fse) was on site on (B)(4) 2010 and on (B)(4) 2010. Fse replaced some parts, and performed system check and qc. All results were acceptable. Although hardware issues were addressed, no clear root cause for the event has been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erratic results for gi monitor on one patient sample obtained from unicel dxi 800 access immunoassay analyzer. The samples are re-tested. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.